Event description:
It was reported that the in situ cutter disassembled from its hinge. No pt involvement. The dr made an attempt to use the instrument. As he tested the instrument by opening and closing, the instrument snapped at the hinge.

Manufacturer narrative:
Investigation in progress but not yet completed.